Manufacturer narrative:
Two (2) photos were shared by the customer, where the spike is separated from the tube, no damage or anomalies are observed based on the photo, only the separation. The complaint of separation can be confirmed based on the evidence provided by the customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 43 cm aprox 5.3 ml, pur extension c/punzon c/valvula, y- clave¿, filtro 0,2 micras, clampa, valvula bcv and luer lock became disconnected during patient use. The initial reporter stated that during the patient's infusion, the line punction was disconnected. The product is available for evaluation, and it is contaminated or contains biohazard or chemotherapeutic agent. One picture showing the product and one picture showing the product label were provided. There was no patient harm reported.